Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 2 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was good post procedure.